Event description:
Jerry called and states that the dealer he sent these chairs to has added a wheel lock extension from tag and he believes that this is causing the wheel locks not to work. He said the extensions are to heavy he wants to return the chairs and I told him if they have damaged the wheel locks by putting the extensions on they have voided the warranty. Jerry also states that some of the patients are to big for the chairs and he doesn't know if that's why the wheel locks aren't working properly.